Event description:
It was reported the customer had a battery out limit alarm. The customer stated their time and date was reset after the alarm occurred. The customer also reported no delivery alarms with their insulin pump. Customer also reported a keypad anomaly. The customer was unable to clear the unexpected restart alarm they received. Customer stated they may have bumped their insulin pump. The customer declined to troubleshoot for any other issues. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. No battery alarm, reset error alarm, or excessive no delivery alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.